Event description:
The customer reported that on 2/10/1998 vasoseal was used following a diagnostic catheterization procedure. Five days later, the pt was readmitted to the hosp with swelling, pain & a brown purulent discharge. Cultures revealed e. Coli. Pt was put on IV antibiotics.